Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u d4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description and device log files. Customer did not request service. Information about the current status of the ventilator has not been provided. Currently, no further information is available. H3 other text : 4117, 4114.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: 902860.